Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. No device malfunction was suspected. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will not be returned.